Manufacturer narrative:
An injector checkout by bayer service was offered to the site but was declined since the injector recently underwent a yearly preventative maintenance. Product analysis reviewed the complaint record and analysis steps. Use error was determined to be the cause of the over volume injection. Site declined injector check.

Event description:
The site reported the following: a (B)(6) male was prescribed 2.3ml of gadavist for a cardiac MRI; however, the technologist injected 10.2 ml of gadavist in error. The 10.2ml setting on the injector was from a previous adult patient that had not been cleared. The child was admitted overnight for observation and fluids. He appeared to have no adverse effects and was discharged.